Event description:
It was reported the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedances measuring 164 ohms. It was noted that sli have been high for the last year. Additionally, the device pocket feels hot. The last time the patient was in the clinic the patient felt the device pacing. The lower rate limit was programmed two years ago and it has been fine since. No evidence of noise and threshold measurements were within range. Technical services recommended to perform a synched shock to get a better idea of the actual sli and recommended a lead replacement. At this time, the rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedances measuring 164 ohms. It was noted that sli have been high for the last year. Additionally, the device pocket feels hot. The last time the patient was in the clinic the patient felt the device pacing. The lower rate limit was programmed two years ago and it has been fine since. No evidence of noise and threshold measurements were within range. Technical services recommended to perform a synched shock to get a better idea of the actual sli and recommended a lead replacement. At this time, the rv lead remains in service. No adverse patient effects were reported. Additional information was received that the rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the proximal end of the lead was severed approximately 130 centimeters (cm) from the terminal pin. Testing was completed to assess lead electrical performance and measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedances measuring 164 ohms. It was noted that sli have been high for the last year. Additionally, the device pocket feels hot. The last time the patient was in the clinic the patient felt the device pacing. The lower rate limit was programmed two years ago and it has been fine since. No evidence of noise and threshold measurements were within range. Technical services recommended to perform a synched shock to get a better idea of the actual sli and recommended a lead replacement. At this time, the rv lead remains in service. No adverse patient effects were reported. Additional information was received that the rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.